Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised. The components were removed due to suspected osteolysis. The implants were loose and there was a foreign body floating in the knee which was discovered to be one of the plugs from the underside of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - canada. Concomitant medical products: 00596401551 - femoral component - 61606094. 00596403210 - articular surface - 61643051. Unknown cement. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02258, 0001822565-2022-02259, 0001822565-2022-02260.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001822565-2022-03388.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001822565-2022-03388.